Event description:
It was reported the patient¿s left sciatic nerve was starting to hurt. The patient was in the hospital the night prior as a result. It was noted that the patient received pain medication and intravenous fluid for it. There was no known accident or incident related to this complaint. Information received a week later indicated the patient had been in the emergency room three times since (B)(6) 2014. It was stated that the device felt like it was ¿overcompensating.¿ it was unclear what this referred to. In addition, it felt like the patient¿s hip joint was ¿wound too tight.¿ it was felt like there was something in the patient¿s hip, like their leads had migrated. It was described as a ¿wire around a wheel that wound too tight.¿ it was noted the patient was in a ¿ton¿ of pain and wanted the system taken out. For the past year, therapy had worked well and reduced their urinary frequency, but it had not helped with their pain. It was stated that the patient had interstitial cystitis, fibromyalgia, irritable bowel syndrome, and endometriosis. Reportedly, the patient¿s doctor thought the patient may have endometriosis in the back of their bladder and they may need further surgery. The patient has had a full hysterectomy. Tenderness around the device was noted to have started in (B)(6) 2013 as well. The device was currently off because the patient was afraid to turn it back on. It was added that the patient had an appointment with their doctor for (B)(6) 2014. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-33, lot# va03gu6, implanted: (B)(6) 2012, product type: lead. (B)(4).